Event description:
It was reported that the pulse generator could not be interrogated prior to implantation. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup vvi mode. After downloading the product code normal function resumed.